Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that following implant, there was bleeding in the sac around the heart. The patient was in the hospital for several days. The patient was seen in the clinic two weeks post implant and an echocardiogram was performed and everything was fine. The system remains in use. No further patient complications have been reported as a result of this event.